Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was reported pd therapy was discontinued and the patient was switched to hemodialysis for two and a half weeks. At the time of this report, pd therapy was resumed and the patient outcome was reported as ¿doing fine¿. No additional information is available.